Event description:
The manufacturer received information alleging a ventilator inoperative alarm for a trilogy evo korea. There was no harm or injury reported. The device was not in patient use. During the evaluation of the trilogy evo korea device at the manufacturer's service center, the customer complaint was confirmed. A ventilator inoperative evt_mach_flow_drift_high error code indicating that the machine flow sensor drift above the specification and a ventilator inoperative evt_tpy_held_in_bm were discovered in the ventilator's downloaded event log. The device's machine flow sensor and system board required replacement. Additionally, an error code indicating the motor controller has proceeded to the shutdown state due to an error with the motor and an error indicating sensor offset during drift calculation is too high was documented in the device's event log. Confirmed fio2 sensor in device passed in fio2 test of the diagnostic test. The device passed final test.